Event description:
As reported by the user facility: nurse started an IV on the pt, when she went to go clean up, she got stuck with needle. The safety clip did not activate. She got stuck at sharps container when disposing, stuck on the right thumb. Employee had equipment on bed near pt. She did not get stuck while performing IV insertion, she got stuck when disposing of needle." Additional info provided by the facility indicated the pt's bloodwork testing results showed negative for hiv and hepatitis b. Testing showed a possibility of (B)(6). Further testing is being performed on the pt. The bloodwork testing results are not known on the nurse involved in the reported incident at this time. It is unk if the clip covered the needle before setting it down. The sample was discarded and is not available for evaluation.

Manufacturer narrative:
The actual device in the reported incident was discarded and was not made available to the MFR to be evaluated. Without the sample, a thorough evaluation could not be performed. No specific conclusions can be drawn. It has been reported, the employee had equipment on the bed near the pt and did not get stuck while performing the IV insertion. She got stuck when disposing of the needle in the sharps container. It is possible that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported it is unk if the clip covered the needle before setting it down, no specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed off immediately into an appropriate sharps container. All available info has been provided to the actual MFR for evaluation.